Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was rising, right ventricular lead integrity alert and oversensing due to non-physiologic signals/short interval counts (sic). Analyst commented, beginning (B)(6) 2016, ventricular sic up to (B)(4); ventricular tachycardia (vt) non sustained episodes with evidence of lead noise oversensing. Between (B)(6) 2014 and (B)(6) 2016, rv pacing impedance rose from 893 ohms to 2451 ohms. Rv lia warning occurred on (B)(6) 2016 for sic greater than 30 in 3 days and 2 or more high rate non sustained episodes. (B)(4).

Event description:
It was reported that the patient presented to a healthcare facility due to alert sounded. Device interrogation revealed a right ventricular (rv) lead integrity alert (lia) due to lead oversensing and noise. Additionally, review of data revealed a gradual increase in rv impedance trend. Adjustments to lead sensitivity and detection settings were made and the rv remains in use. Approximately, two weeks later the patient experienced inappropriate shock episode due to noise. Rv detections were switched off until lead revision procedure is performed. It was further reported that during the lead revision procedure, an occlusion of the left subclavian vein, near to the old superior vena cava (svc) coil was noted. The rv was left in place and a subcutaneous ICD implant will be scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.